Event description:
The customer reported intermittent communication failed error messages which required rebooting the system. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on 5v power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.